Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -11.50/2.5/093 (sphere/cylinder/axis) tore during injection/delivery into the patients right eye (od) on (B)(6) 2024.. On (B)(6) 2024 the lens was exchanged for a same model and size lens and the problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).